Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose on (B)(6) 2018 with blood glucose level was 427 mg/dl. The customer stated the other blood glucose value was 297 mg/dl, 500 mg/dl. The customer was treated with bag of fluid and manual injection. Customer allege pump was under delivering. Customer had using insulin pump system within 48 hours of reported high blood glucose event. The insulin pump will not be returned for analysis.